Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that they experienced high blood glucose level, pump error alarm and low battery alarm. Customer¿s high blood glucose level was over 400 mg/dl. Customer not able to troubleshoot for pump error alarm. The product was not returned for analysis.